Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's impedances were read and one of her leads came back with impedances out of range. It was noted the patient was programmed on their quad lead and was receiving relief from that. The issue was not resolved at the time of report. No symptoms were reported.